Event description:
Meter was reading inaccurately low. Patient received a result of 25mg/dl. Patient went to the hospital, where the nurse, before testing blood glucose level again, gave patient an IV glucose. After that, a lab test was done with a result of 300mg/dl. The lab result, since it was done after the patient was placed on IV glucose, should be expected to give a higher result. The meter however, was replaced for the patient due to falling out of specifications. During troubleshooting, the patient was asked to run a check strip test, which read outside the range. Patient was then asked to clean the meter and check strip and retest. The result was still outside the range.